Manufacturer narrative:
Device was received with a stuck button alarm. The anomaly was isolated to the keypad. Unable to perform the displacement test and self-test due to the stuck button keypad alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had intermittent response by all buttons press. Customer stated that the block mode was not active. Customer was advised to replace battery; however buttons still unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.